Event description:
It was reported that the customer had issues with the implantation of the lens. The lens was stuck in the cartridge and did not react to any plunger rotation. After detailed check-up they noticed that one haptic was damaged so they did not make any further attempts to implant the iol (intraocular lens). A non-toric tecnis eyhance icb00 iol of the same diopter was implanted instead and a lri (limbal relaxing incisions) was performed to compensate for the cylinder correction. Through follow up we learned that the patient's vision was fully corrected. No additional information was received.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.